Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device lcd/display was not working. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, device return to manuf , device eval by manufacturer and imdrf annex a, g, b, c and d grids. Omit: a0902 - display or visual feedback problem (1184) , g02014 - display , b21 - type of investigation not yet determined , c21 - results pending completion of investigation and d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device lcd/display was not working. There was no patient involvement.